Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported purge leak has been completed. The pump was returned without the sidearm and the catheter was cut at the 34cm mark. No other abnormalities were observed. The location of the leak was likely at the sidearm since a purge bypass was performed. The cause of the purge leak was not determined since the sidearm was not returned. As noted in the impella IFU: purge leak - pump: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, there was a purge leak with the sidearm of the impella pump. The leak was treated by bypass, and the team later elected to explant the impella cp earlier than expected. There was no reported serious injury to the patient.